Event description:
Utilizing surgical guide print003, dr. Did not place #23 implant as he felt osteotomy was too lingual. Dr. Stated that he will resubmit for another guide for this site once patient has healed.

Manufacturer narrative:
The drilling protocol and surgical report revealed no evidence that a lingual placement would have occurred had the dr. Proceeded with the placement of the #26 implant; dr. Stated that surgical guide fit as intended and other implants were placed utilizing the same guide with no issues.